Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display as a result of corrosion on the liquid crystal display board and the keypad trace.

Event description:
The customer reported that the insulin pump was not functioning after the device was dropped in the toilet. The customer stated that she dried the device, but the buttons were not responding. No further info was provided.